Event description:
The customer reported that the images were darker than normal. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the system had an old style display adapter (non-s2) which should be replaced with a s2 display adapter to work with new style sbc. He checked tracking which measured 64, 73, 81 and the dose measured 8.39 and 16.35. He replaced the display adapter. The system is operating as intended.